Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6), side: r, gender: m, non revised products: product ID: efsrn6pr evolution® mp fem cs/cr non-porous size 6 primary right/ lot no.: 1984099/ qty: (B)(4). Product ID: etpkn5sr evolution® mp tibial base keeled non-porous size 5 standard right/ lot no.: 1987349/ qty: (B)(4).